Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported inability to power up the device as a result of burned components on the main circuit board of the main circuit board of the alternating current power adapter and main pcb.

Event description:
It was reported that the patient transmitter would not power up. The device was replaced.